Manufacturer narrative:
The customer's reported complaint of the platform displaying a ua41 (patient temperature sensor failure) was confirmed through review of the platform's archive data. However no error messages appeared during functional testing. Although the ua41 was not replicated during functional testing, the temperature sensor was replaced to prevent the possible re-occurrence of the issue. Once completed, the autopulse passed the final functional testing with no issue or faults observed. The platform meets all the required specifications and worked as intended. Visual inspection was performed and observed no damage upon receipt. Archived review showed numerous fault of ua41 (patient temperature sensor failure) error message on (B)(6) 2017. Historical complaints was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported during patient use that the autopulse displayed ua41 (patient temperature sensor failure) error message. No additional information was provided. No patient harm or consequences was reported.